Manufacturer narrative:
Batch reviews performed on 30-january-2025: lot 2317707: (B)(4) items manufactured and released on 06-12-2023. Expiration date: 2028-11-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Lot 2404989: (B)(4) items manufactured and released on 19-06-2024. Expiration date: 2029-05-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about one week after primary, the patient came in reporting pain due to a dislocation of the liner from the glenosphere and the cause is unknown. The surgeon revised the liner, glenosphere and metaphysis. The surgery was completed successfully.